Event description:
Adverse event(s): "no surgery underway, no eyes prepped, no flaps made" (no patient involved). Product problem(s): "one wave card could not be read by the laser" (computer software issue). A clinic manager reports that no surgery was underway when this error came up, no eyes were prepared for surgery and no flaps were made. They were trying go use a new card, but the laser kept telling them to insert a card. Reinserting the card did not work. The laser was rebooted and they used a different card which was accepted immediately and there were no further issues.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).